Manufacturer narrative:
Concomitant medical products: product ID 8709; serial# (B)(6); implanted: (B)(6) 2000; explanted: (B)(6) 2023; product type catheter. Product ID 8709; implanted: (B)(6) 2000; explanted: (B)(6) 2023; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 07-aug-2002, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report #3004209178-2023-16884. [Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl, clonidine, and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having a routine pump replacement and they noticed the catheter was sheared at the pump site. Technical services discussed the use of the 8578. There were no patient symptoms or complications reported. Additional information received from health care provider (hcp) via a manufacturer representative (rep) indicated that the revision that took place was replacing the portion of the catheter connected to the pump. The event was resolved once the new catheter segment was added and the old segment removed. It was also noted that the catheter was discarded. The patient's weight was also unknown at the time of the report]. Any additional information received will be reported under this manufacturer report number. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal fentanyl, clonidine, and bupivacaine (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that in attempting to aspirate from the catheter access port (cap) post revision, the hcp was not getting good flow but got approximately 0.5 ml. Technical services discussed that without good flow back, this was a concern or red flag. The rep stated the hcp was going to decrease the dose and plan on keeping the patient overnight in the hospital. The rep further stated that the patient had no therapy issues prior to the case and priming and no priming was discussed. There were no patient symptoms or complications reported. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp was able to aspirate the catheter after revision, but before closing up the patient and was able to get some drug/csf back. The catheter was then primed. It was unknown what caused the inability to aspirate the cap and it was indicated it could be a possible kink or shear. The rep clarified that it wasn't the internal chamber or tubing that caused the issue, but was a segment of catheter that once replaced was able to be aspirated. The event was resolved and the hcp was able to get some cerebrospinal fluid (csf) flow from the cap once the new catheter segment was added and the old segment removed. It was also noted that the catheter was discarded. The patient's weight was also unknown at the time of the report.